Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was losing power without a warning. They were checking their blood glucose when the screen went blank. They would loosen and tighten the battery cap. The customer then received a failed battery test alarm. The customer also received the alarm, indicating displayable history crc check failed on startup, five times and one unexpected restart alarm. The customer's blood glucose during the incident was 230 mg/dl. The issue was not resolved with a change of battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display was noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected failed battery alarm anomalies noted. No unexpected battery out limited anomalies noted. No damage on the lcd isolation tape noted. The device had an alarm in alarm history file. The device alarmed due to corrupted history files.